Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The unit operated as expected/designed but was not allowed to charge long enough to complete the process. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis the system log only covers part of (B)(6) 2017. The oldest power manager status message was at 08:28:22 am. At that time the battery capacity was 10/16. That would result in a red light emitting diode (led). The battery was still charging in an overcharge state. The last power manager status event in the log was at 11:48:52 am. At that time the battery capacity was at 13/16. The battery was still charging in an overcharge state. The system was powered up on battery at 6:53 am. Alternating current (a/c) power was connected at 6:56 am. It is likely the power manager detected the batteries did not have as much capacity as reported and automatically adjusted it down causing the red battery indication. Eventually the battery icon would have turned green.

Manufacturer narrative:
(B)(4). The fsr advices the user to charge the unit overnight. Fsr removed data logs and they showed the last time the unit was powered on and charging was on (B)(6) 2017. The fsr performed battery release testing and the passed by only dropping to 14.8438 amp hours (ah) after five minutes. Fsr installed new batteries since they were due for replacement. No parts will be returned as they were still fully functioning. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the battery status indicator was showing red after two hours of charging. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2017, the perfusionist turned on the heart lung machine (hlm) and the battery status was in a red condition. He turned the system on approximately 6:45 am that morning. He stated the hlm had not been turned on for several days. The date of last power cycle was (B)(6) 2017. The perfusionist called the field service representative (fsr) and stated that the system still had not turned to full charge green battery status. At 10:54 am the system did finally reach full battery status. The perfusionist stated he felt comfortable commencing cpb without full battery status. He commenced cpb and proceeded during the entire case without issue. The incident with the hlm battery status did not delay the surgical procedure. There was no loss of power during the procedure, no blood loss nor harm associated with the event. The battery on the hlm was due to be replaced in (B)(6), and fsr installed after event.